Event description:
According to the reporter, the cuff of the two device was faulty and had inflation/deflation issue while the third device could not inflate when tested. Patient was reintubated three times.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.